Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mhr606 mfg. Date 7/13/2018, exp. Date 6/30/2023. Batch mgq465, mfg. Date 6/27/2018, exp. Date 5/31/2023. Batch meh277, mfg. Date 5/8/2018, exp. Date 4/30/2023. Batch mgj660, mfg. Date 6/19/2018, exp. Date 5/31/2023. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. Additional evaluation by MFR: it was reported that the device had a breakage suture issue. One unopened sample of product code ep8735, lot mgj660 was returned for analysis. The product code is double armed. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was found and the tested sample met the finished goods requirements. One unopened sample of product code ep8735, lot meh277 was returned for analysis. The product code is double armed. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was found and the tested sample met the finished goods requirements. Seven unopened samples of product code ep8735, lot mrh606 were returned for analysis. The product code is double armed. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. One empty opened box, a top of overwrap packet and two unopened samples of product code ep8735, lot mgq465 were returned for analysis. The product code is double armed. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mhr606, mgq465, meh277, mgj660.

Event description:
It was reported that a patient underwent a cardiovascular surgery on an unknown date and suture was used. The suture was broken during use. There were no adverse patient consequences reported.